Event description:
All dermal staples remain in place and not absorbing. They have contributed to discomfort and hypertrophic scarring, now restricting right upper extremity axillary range of motion that will require z-plasty. Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). Investigation: x-initiated manufacturer's investigation . X-no sample returned. Analysis and findings: distribution history: distribution history for 2030 could not be determined as the lot number was reported as "unknown". Manufacturing record review: a review of the device history record could not be performed because the lot/serial number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint unit/product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: a review of the incoming inspection record could not be performed because the complaint unit/product lot/serial number was not provided. Should the complaint unit/product lot/serial number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record: no service history record found for this 2030. Historical complaint review: a review of the product two-year history indicated did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Product receipt: the sample was not returned at the time of this investigation, and no RMA was given. Visual evaluation: evaluation of the complaint 2030 could not be completed as the complaint 2030 has not been returned to coopersurgical. If the 2030 should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint 2030 could not be completed as the complaint 2030 has not been returned to coopersurgical. If the 2030 should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time correction and/or corrective action: coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. It should be noted that the staple is dimensionally and functionally sample tested for strength during staple production and iqc verification of finished product. No further training required at this time. Was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
All dermal staples remain in place and not absorbing. They have contributed to discomfort and hypertrophic scarring, now restricting right upper extremity axillary range of motion that will require z-plasty. (B)(4).